Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 5.5-4/4t/40 symmetry balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the sixth inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 5.5-4/4t/40 symmetry balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the sixth inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located 10 mm distal from the proximal markerband. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified multiple shaft kinks. A visual examination identified no issues with the tip of the device.